Event description:
It was report that they had experiencing intermittent daytime hyperglycemia on day 3, believed to be caused by a short cleo 90 cannula and insulin pooling under the skin. They had also reported difficulty removing the site lock one-handed when placed on the arm. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.